Event description:
After three weeks of injections in both knees, I experienced extreme diarrhea. Also the injections were to no avail, after the three weeks, as to relieving pain. The diarrhea continued for months after the injections. Amount: 6 injections, 1 week apart for 3 weeks. Reason for use: pain knee pain.